Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. H3 other text : no signed consent to allow analysis of the product.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. A battery depletion (bd) alert and beeping tones were also noticed. No data analysis from this device was performed. This device was removed and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis. The device was subsequently returned for analysis. The patient has not signed the consent form to allow analysis for the returned product.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. A battery depletion (bd) alert and beeping tones were also noticed. No data analysis from this device was performed. This device was removed and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.